Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported the customer tends to experience low blood glucose (bg) levels at night. Customer reported a low bg of 65 mg/dl. The customer drank juice to treat the low bg. The contact suspects the night time basal setting needs to be adjusted. Tandem technical support recommended using the temporary rate setting to adjust insulin delivery.